Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2013 with the following findings: the pump powered on appropriately to the verify screen with functional auditory and vibratory features. A review of the pump history showed no evidence of pump malfunction. No defects were found on investigation to support the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump was ¿malfunctioning due to a damaged battery compartment¿. It is unclear at this time if the only issue was a damaged battery compartment, or if there was a functionality issue with the pump related to the damaged battery compartment. Additional information was not provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.